Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Trouble breathing [dyspnoea]; brush head shot right into my throat [foreign body]; almost choked [choking sensation]; rotating head of brush shot loose / detached head [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on 01-apr-2017 that a few weeks ago while he was brushing with his oral-b rechargeable toothbrush, version unknown, the rotating head of the oral-b power oral care refill precision clean shot loose, right into his throat. The consumer stated that he had trouble breathing again because he almost choked on the unexpected object. He stated that this happened again on (B)(6) 2017, but he was "on time this time"; he took a picture of the detached head, the metal pin, and the brush itself. The case outcome was recovered. No further information was provided. On 03-apr-2017 received consumer's follow-up e-mail: the consumer reported that he still had another 5 brush heads in the packaging, and would keep them for an eventual investigation. No further information was provided.